Manufacturer narrative:
(B)(4). Batch # n92r60. Was received in the sterile package. Upon inspection of the instrument within the package it was noted to have a loose component. The loose component was defined as an internal clicker. The instrument was opened and tested and was found to be functional. The instrument was disassembled and it was noted to have a clicker in place. The clicker found in the sterile package was an extra component that was inadvertently placed in the package during our packaging process. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, a black foreign matter was found inside the sealed package. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.